Event description:
A high readings issue was reported, with the abbott diabetes care (adc) device. It was reported by caregiver, the customer was receiving unspecified sensor scan results perceived to be high, compared to unspecified readings from another adc meter. As a result, the customer experienced fatigue and was unable to self-treat, requiring treatment with glucose (60 mg) envelope, provided by caregiver. No further treatment or medication was reported. There was no report of death or permanent impairment associated with this event. A sensor result of 108 mg/dl was compared to an adc meter reading of 37 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown, when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified, during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine, if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine, if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed. And a follow-up report submitted. The date of event is unknown. The customer indicated, the date of event occurred, "sometime in january". And therefore, the date entered in section b3 was entered as 01-jan-2024. All pertinent information available to abbott diabetes care (adc) has been submitted.